Manufacturer narrative:
(B)(4). Pump was received with dog chew marks, minor scratched lcd window, missing reservoir tube o ring, cracked lcd window and broken belt clip slot. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.

Event description:
Customer reported via phone call that there was damage to the insulin pump around the reservoir compartment. Customer's blood glucose value was 210mg/dl. Insulin pump will be returned for analysis.